Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred through the bd venflon¿ pro safety peripheral safety IV catheter port during use while flushing. The following information was provided by the initial reporter: "leaking through the port during flushing".

Event description:
It was reported that leakage occurred through the bd venflon¿ pro safety peripheral safety IV catheter port during use while flushing. The following information was provided by the initial reporter: "leaking through the port during flushing."

Manufacturer narrative:
Investigation: the used sample was subjected to visual inspection and catheter adapter leak test, no leakage was observed. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.